Event description:
Event description boston scientific received information that this patient's pacemaker was unable to be interrogated by two seperate zoom programmers and wands. The field representative called technical services for troubleshooting assistance. The technical service consultant suggested a variety of adjustments that were attempted, in order to successfully interrogate the device. The device has been removed, replaced and returned for analysis.